Event description:
It was reported that the patient underwent an endoscopy and an ultrasound because this artificial urinary sphincter stopped working; however, upon inspection, no abnormalities were identified. A revision surgery was performed, during which a fluid loss caused by micro hole in the pump and balloon tubing was noted; therefore, both components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The exact event date was not available, therefore the date 09/01/2023 was used as estimate. Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected and tested for leaks. Visual examination revealed blood and tissue within the component. The pump passed the leak testing and was not functionally inspected due to the contamination previously identified. The balloon was visually inspected, microscopically examined, and tested for leaks. No visual damage or abnormalities were noted, and no leaks were identified in the balloon. Based on the information available and analysis results, the reported clinical observations of device stopped working, fluid loss and micro hole in the pump and balloon tubing could not be confirmed; therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an endoscopy and an ultrasound because this artificial urinary sphincter stopped working; however, upon inspection, no abnormalities were identified. A revision surgery was performed, during which a fluid loss caused by micro hole in the pump and balloon tubing was noted; therefore, both components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2023 was used as estimate.